Event description:
The customer reported that the system would intermittently not work and that he would have to reboot it. There was no report of pt injury of death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.